Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent an off-label use of topical skin adhesive for dermal avulsion wound hemostasis on an unknown date between january and march 2015. The patient was treated in the emergency department for fingertip dermal avulsion injury. The patient presented with a deep, less than 1-cm, ovoid dermal avulsion with skin loss and active bleeding on the tip of his left ring finger.the wound was evaluated, cleansed, and inspected to ensure the absence of foreign bodies and that no neurovascular, tendon, or bone injury had occurred. A tourniquet was placed around the proximal digit, and the digit was exsanguinated and elevated to achieve short-term hemostasis. Several layers of topical skin adhesive was then applied over the avulsed region to achieve a clean, dry, bloodless dressing. Three days following treatment, the patient noted mild irritation and serous drainage from the wound site and was concerned about infection. The patient sought additional care at the hospital injury clinic. The treating physician noted no purulent fluid, erythema, or malodor. The topical skin adhesive was removed from the wound site without rebleeding. The patient was prescribed topical bacitracin, and a xeroform dressing was applied. No oral antibiotics were prescribed. During the patients 9-month follow-up interview, no infection or other problem was reported. The patient noted a small scar, but was satisfied with the cosmetic outcome. No additional information is available.